Event description:
Patient reported that she experienced elevated blood glucose as high as 16 mmol/l (288 mg/dl) over the previous 2 months. She corrected hyperglycemia using the infusion device. Patient believes the insulin delivery of the infusion device is too low during basal rate delivery. Patient reported the infusion device makes "other noises" when the basal rate is programmed higher. The basal rates were programmed correctly. Patient did not have an infection or start new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 5.5-6 mmol/l (99-108 mg/dl). Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.